Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the horizontal duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was moderately tortuous. During the stenting procedure, the physician could not withdraw the distal handle to deploy the stent. After several attempts, the distal handle broke. As a result of the handle break, the stent was unable to be deployed. The device was removed from the patient without issue. Outside the patient, an attempt was made to deploy the stent; however it was unsuccessful. The procedure was completed with another wallflex enteral duodenal stent on (B)(6), 2010 there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the horizontal duodenum of a cancer patient on (B)(6), 2010. According to the complainant, the patient¿s anatomy was moderately tortuous. During the stenting procedure, the physician could not withdraw the distal handle to deploy the stent. After several attempts, the distal handle broke. As a result of the handle break, the stent was unable to be deployed. The device was removed from the patient without issue. Outside the patient, an attempt was made to deploy the stent; however it was unsuccessful. The procedure was completed with another wallflex enteral duodenal stent on (B)(6), 2010 there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and the outer sheath was retracted from the distal tip by 1 mm. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. The shaft was also found to be bent. During functional analysis, it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or inner lumen. Device analysis determined that the condition of the returned device was consistent with the complaint incident; therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.